Event description:
The customer reported that the system displayed a communication error message and the system was shutting down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The nodes were flashed and the calibration files were reloaded. The system was then found to be operating as intended.